Event description:
It was reported by patient's legal representative that patient underwent primary hip surgery on (B)(6) 2010. A revision procedure was performed on (B)(6) 2010 due to patient complaints and the stem being too small and moving. A second revision procedure was performed on (B)(6) 2011 due to undefined patient complaints. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.